Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently tripped and caused the pump touchscreen to crack. Customer's blood glucose was 126 mg/dl. Reportedly, customer reverted to using an alternate method of insulin therapy.